Event description:
According to the reporter, when the surgeon began to pass the suture during open vascular surgery, the thread was broken at the level of the needle. Another suture was used to complete the case. There was no patient injury.